Event description:
It was reported that stent damage occurred. After pre-dilation was performed, a 3.50 x 48mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during insertion, the stent strut got lifted. The procedure was completed with another of same device. No patient complications were reported.